Manufacturer narrative:
Submit date: 11/04/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a lite glove. The customer reports that the device didn't cover all of the handle and when they change the position of the scialytic (the lamp) the device fell down. The customer reported no clinical consequences but the result is an asepsis mistake.

Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Two decontaminated samples outside of the original packages were received and the reported issue was confirmed; the glove was too tight. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.